Manufacturer narrative:
The insulin pump had intermittent button response due to a moisture damaged keypad trace. The numbers and scroll bar did not activate on their own with no input. The following physical damage was also noted: minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that his son's insulin pump had an up button that gets stuck; the customer pressed the up button while programming a bolus and the pump kept scrolling without additional input. The patient's blood glucose at the time of incident was 289 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer's father did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.